Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient refused to tell their weight and their date of birth. It was unknown if the device had been returned. No patient symptoms or further complications were reported/anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the lead tip was damaged and a new lead was used to complete the implant procedure. The cause of the issue was not known. No patient symptoms or further complications were reported as a result of this event.